Event description:
Patient reported that the meter/hcp meter comparison (done side by side) was 167 mg/dl (ss) versus 130 mg/dl (hcp), respectively (28% difference). No symptoms were reported. No other information provided. Lfs representative reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegation of harm.